Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery became hot while charging resulting in the insulin being less effective. Customer's blood glucose (bg) was 200-335 mg/dl. Customer administered manual injections to address bg. Reportedly, customer continued to use pump for insulin therapy.